Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 0.5mg/ml at ¿0.25¿ via an implantable pump. The indication for use was spinal pain. It was reported that upon pre-op check the catheter was not able to aspirate, leading the physician to decide to replace the catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The troubleshooting/diagnostics performed was aspiration was attempted. The catheter was replaced. The issue was resolved at the time of the report and it was noted that the physician would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.